Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-25757. It was reported that the patient presented in the emergency room. Upon analysis, pacing inhibition due to oversensing noise was observed on the right ventricular (rv) lead, and noise with noise reversions were observed on the right atrial (ra) lead. The rv and ra leads were capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.